Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition of the device and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a popliteal artery interventional procedure using an 8f sheath. Reportedly, when the device was being removed, the suture came out with the device. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.